Event description:
It was reported that during a spinal procedure a setscrew cross-threaded during insertion and was removed without any further troubles and replaced with a different set screw. No pt complications were reported.

Manufacturer narrative:
(B)(4): the screw has been returned to the MFR for eval. The upper and lower thread flanks are damaged; this damage appears to have initiated at the start of the thread, and is consistent around the thread.